Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. During troubleshooting, the customer was able to perform the rewind. However, while viewing the alarm history the customer found a past motor error alarm, a threshold suspend, and an off no power alarm. The customer performed the displacement test and it passed. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.